Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on october 11, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movements where it was found to meet alcon specifications. The phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification during a procedure. The procedure was completed. There was no patient harm.